Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient "the ejection fraction numbers significantly dropped and the defibrillator may be the cause." The patient also reported "feeling two little electric shocks on occasion, has soreness around the muscles near the device and is having issues with the device." The patient was referred to the physician. A request for additional information was made but not received. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. "The patient has a remote monitor and there were no alerts for rapid heart rate or shocks received. The physician is in contact with the patient regarding the patient's concerns around testing."